Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown orthopaedic cable/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the first tensioning device did not to work correctly. It wouldn¿t accept the 1.7mm cables through it, only the 1mm cable would pass. The surgeon then tried to use the one hand tensioning device which also didn¿t work. It seemed to not be connected from the back part of the instrument to the front, as if something inside had become disconnected. The surgeon tried various ways and with three (3) different wires but the same problem still occurred. There was a forty-five (45) minute delay in the procedure due to these issues and non-synthes cable had to be used instead. There was no harm to patient. This report is for an unknown 1.7mm cable. This is report 3 of 3 for (B)(4).